Manufacturer narrative:
The implant has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a routine follow-up visit on (B)(6) 2014, a previously implanted 4 hole mini plate had fractured at the inner hole closest to the bar. The plate was removed on (B)(6) 2014 and replaced with a subsequent mini plate.

Manufacturer narrative:
The macroscopic and microscopic investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The investigation with sem shows on the fractured surfaces the appearance of a forced rupture as well as of a low cycle fatigue rupture. Evidence of forced rupture and secondary cracks also exist. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could have been one or repeated powerful dynamic overload of the fracture area of the plate. Material or manufacturing related problems were not found in this investigation.

Event description:
It was reported that during a routine follow-up visit on (B)(6) 2014, a previously implanted 4 hole mini plate had fractured at the inner hole closest to the bar. The plate was removed on (B)(6) 2014 and replaced with a subsequent mini plate.